Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged during the deployment. The capsule was past the point of return and the valve could not be recaptured. The valve was deployed in the aortic root and a second valve was implanted. No adverse patient effects were reported.